Manufacturer narrative:
Additional information: h6, h11. The device was not received for evaluation. The event history log was reviewed. It was reported that the event occurred on (B)(6) 2025 at 11 a.m.; however, no treatment was recorded at that time. Two treatments were found recorded and dated on (B)(6) 2025, both ended with blood restitution; however, it was reported that the patient's extracorporeal blood was not returned. The reported condition was not verified. Review of the files indicates conflicting information between the customer's report and the event log. The cause of the condition was not determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax v3 machine, the patient experienced an air embolism. It was further reported no alarms were generated during the therapy. Subsequently, the patient experienced a sudden drop in blood pressure, specified as "71/43." It was reported the nurse observed air in the line. Crrt was discontinued and the patient was placed on high flow oxygen. The current vasopressors were increased to compensate for hypotension. No additional information is available.